Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer decline to proceed with the repair. No further information will be provided. If more information is received the record will be reopened and updated accordingly.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a loop leak during equipment use, but there were no reports of patient injury.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.